Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated wbc content measured in the platelet product. It was also mentioned that this machine has seemed noisy lately, as if the centrifuge is not quite centered. No medical intervention was necessary. Donor unit #: (B)(4). There was not a transfusion recipient or patient involved at the time of the residual white blood cell testing, therefore no patient information is reasonably known at the time of the event. The disposable is unavailable for evaluation because the customer did not want to return the set. This report is being filed due to a device malfunction that has the potential for injury.

Manufacturer narrative:
(B)(4). Investigation: the run data file was reviewed. Signals do not indicate a conclusive cause for the greater-than-expected wbc content in the platelet product reported for this collection. No unusual process variable was identified in the run data file and the trima accel system operated as intended. Based on the available information, it is possible that this leukoreduction failure could be donor-related. It also cannot be ruled out that a sampling, calculation, or other process error may have contributed to the higher-than-expected wbc content in the platelet product. The centrifuge and gear train was checked by (B)(4) to try to find the source of the noise reported. Nothing out of the ordinary was found. The customer was instructed to contact the caridianbct help desk if is persists. Investigation evaluation and corrective actions are in progress. A follow-up report will be provided.